Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that prior to an interventional endovascular repair procedure during device preparation, two proglide devices were opened from the packaging and found that the footplate for both devices were already opened. The physician could not get the footplate to move. Both devices did not touch the patient and were discarded. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot did not indicate a lot specific quality issue. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. Based on the information provided, a definitive cause for the reported issue could not be determined. The likelihood of the foot being adhered is very low as the foot is opened and closed about nine times during manufacture. In addition, manufacture reviewed the reported information and scrap report of this product. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 2983 was removed and codes 2921 and 1506 were added.